Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient presented to the emergency department and was found to have significant 4-5 mm st elevation anteriorly with reciprocal changes. The patient was taken emergently to the catheterization lab, coronary angiogram showed multi-vessel disease (proximal left anterior descending (lad) 100% occlusion, 95% circumflex (lcx), and 40 % right coronary artery [rca]- right side dominant). Left ventricular gram showed severely depressed ejection fraction estimated at 20%. Percutaneous coronary intervention (pci) was performed to the lad and lcx arteries. The patient was intubated during pci for hypoxemia. Post pci, the patient began decompensating. Decision made to exchange sheath for impella peel away and place urgently place the impella cp via the right femoral artery, which was completed without complications independently. The patient was transferred to the unit on mcs. Same day later that afternoon, a large hematoma with fem-stop was noted at the access site with positive distal pulses. Subsequently, the patient was taken to operating for pulmonary artery catheter placement, right femoral artery repair, and venoarterial extracorporeal membrane oxygenation (va ECMO) cannulation. The right femoral artery was repaired, but the impella cp was found to be occluding the right artery. Right-sided superficial femoral artery was configured during cannulation to provide distal perfusion. After initiation of ECMO flow, p-level was decreased to p-5 and two units packed red blood cells and 1500ml lr was given. Heparin was reversed per surgeon preference due to surgical bleeding. The impella cp was repositioned under transesophageal echocardiogram to 3.8 cm. Patient determined to be hemodynamically stable and transferred to back to the unit. The patient continued support for two additional days before the device was explanted. The outcome at explant is unknown to note.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).